Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal motion controller (umc) to correct the error received mid procedure. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The umc was analyzed and found in system logs, the error 40106 was found indicating an interrupt status register in universal surgical manipulator (usm) compute engine (uce)5 on umc2 in the patient side cart (psc) reported that an interrupt was present when not expected. Confirming the event occurred in the field. Upon visual inspection there were no issues found that would be related to customer complaints. This umc cfg was installed, programmed, and tested on a golden system, run 10x power cycles with no issue on startup and no errors or failures were triggered. This umc cfg unit remained on the system for over 30 minutes idling in normal mode with no issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that a non-recoverable 40106 error occurred. The customer disabled the boom and cart drive to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the boom and cart drive were disabled to resolve the error. No other actions were taken. The arms worked appropriately for the remainder of the case. The procedure was completed with the same da vinci system.